Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Reportedly, the continuous glucose monitor sensor reading inaccurately indicated 54 mg/dl at the time of the event, and the customer consumed food to address bg resulting in the elevated bg. The customer treated the high bg; however, no information was provided regarding how the high bg was treated. Reportedly, the sensor and transmitter were replaced, and the customer continued to use the pump for insulin therapy. No additional patient or event information was provided.